Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 247 mg/dl. The customer reported that there is a discrepancy between the sensor glucose levels which reported 128 mg/dl and the blood glucose levels which reported 247 mg/dl. Troubleshooting was done. Customer was advised to restart with a new sensor for the insulin pump. No additional information is provided.